Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the previous catheters that the customer received had not been sterile. It was stated that when the nurse opened the trays, the plastic bag inside the carries the equipment was open, which caused the equipment to no longer the sterile. Customer also stated that the box that this came in, had been sealed. However, due to this the nurse advised the patient that they could not use the catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "incorrect sealing operation." It was unknown whether the device had met specifications. Based on patient code 2645 the product does not appear to have been used. However, the product is intended to be used for treatment purpose but it was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not performed because labeling could not have prevented the reported failure. Correction: g. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the previous catheters that the customer received had not been sterile. It was stated that when the nurse opened the trays, the plastic bag inside the carries the equipment was open, which caused the equipment to no longer the sterile. Customer also stated that the box that this came in, had been sealed. However, due to this the nurse advised the patient that they could not use the catheter.